Manufacturer narrative:
The module was returned to livanova (B)(4) for further investigation. During evaluation, the reported failure could not be confirmed. The device worked according to the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.

Manufacturer narrative:
Additional device information: model number: 48-40-00, serial number: (B)(4). Device manufacture date (mm/dd/yyyy): 11/11/2015.

Manufacturer narrative:
Patient information was not provided. The model and serial number were not provided, and the unique identifier (UDI) number could not be determined. This information will be submitted in a supplemental report if and when made available. As the serial number has not been provided, the manufacturing date could not be determined. This information will be submitted in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display panel of the sorin s5 system did not correctly display the cardioplegia sensor values during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display panel of the sorin s5 system did not correctly display the cardioplegia sensor values during a procedure. There was no report of patient injury.